Event description:
A nurse reported via phone call indicating that a customer was hospitalized for hyperglycaemia with a high blood glucose level of 600 mg/dl. The customer was hospitalized on (B)(6) 2015 where they were treated with their insulin pump and IV. The customer wanted to make sure their insulin pump was working correctly but could not troubleshoot at the time of the call. The nurse stated they will call back to perform a high pressure test. The device was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.